Event description:
New information notes that during provocative testing impedance measurements were within normal range. The lead will be monitored with scheduled follow-ups.

Event description:
It was reported that high pacing lead impedance and high threshold were observed. Lead remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.